Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient reported a new onset left facial droop, left arm and left leg weakness at 2200 on (B)(6) 2017. The patient presented to the emergency department and was noted to have left hemiparesis as well as right gaze preference. International normalized ratio (inr) was 3.0. The patient was not a candidate for tissue plasminogen activator (tpa) therapy. Computerized tomography angiogram (cta) was negative and the patient was not felt to be a thrombectomy candidate. The patient was transferred to another facility for further management. At 0245 on (B)(6) 2017, nih stroke scale was 11. There was no extinction but positive neglect. The patient's clinical picture was concerning for right middle cerebral artery syndrome. A repeat head computerized tomography (CT) on (B)(6) 2017 was also negative. The treatment plan was to continue aspirin and warfarin with a goal inr of 2.5-3.0 and a repeat head CT. The patient was diagnosed with a stroke vs. Unwitnessed seizure with prolonged post-ictal. The patient remained hospitalized for further observation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.